Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant white screen, which was reproduced at power up. The cause was determined to be a failed input/output (I/o) printed circuit board (pcb) which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant white screen. There was no patient involvement. No additional information is available.